Event description:
Pt reported obtaining higher than normal blood glucose results (320-360 mg/dl; normally <200 mg/dl) while using the suspect device. Based on elevated results, pt reportedly scheduled a lab test. Pt indicated that his non-fasting venous blood glucose measured 115 mg/dl on a lab instrument. Two hours earlier, pt's blood glucose had reportedly measured 360 mg/dl, on the suspect device. No treatment was received for blood glucose concern. Pt performed a control test on the suspect device, approx two weeks later, and the result was outside of the acceptable range. Tech support requested the return of the suspect product and replacement product was shipped.